Manufacturer narrative:
Follow up #1 (B)(4) 2018 device evaluation: the pump was returned to animas and evaluated on (B)(4) 2018 with the following findings: the pump powered on with no audio tones. When the pump was opened a piezo contact was misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was alleged the audio tone alarm stopped working after a blood glucose check. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.